Event description:
28g premicath PICC placed to 13 cm. Flushed, no leaking. Pulled introducer out, snapped and peeled off. Flushed again and the catheter was leaking between 18-19 cm. PICC removed and noted a tiny splinter of the introducer stuck in the PICC line. Used the introducer that is in the packaging for the 28g kit.

Manufacturer narrative:
We received a faulty sample in a blister containing the catheter, split needle, and removed stylet. A 10 ml bd syringe was attached to the catheter, and a note was taped to the catheter tube stating, "splintered introducer." The catheter was successfully flushed with water, with no leakage detected, even after clamping the tip to increase pressure. Microscopic examination revealed no damage to the marked section of the catheter tube, aside from dried blood. After cleaning the section with a damp paper towel, no damage was observed. Therefore, this complaint concerning a leakage is not confirmed. Examination of the needle showed that a split part was kinked at its hub, but the needle itself did not have any defects. The second part of the split needle showed a bent tip at the needle bevel. As the tip is bent inward, a manufacturing fault is unlikely; otherwise, the catheter could not have been inserted through the needle. The transparent tape attached to the note stating, "splintered introducer" showed dried blood but contained no piece of a needle. Therefore, the reason for the complaint of "tiny splinter of the introducer stuck in the PICC line" cannot be confirmed. A review of the batch history records was performed, and no deviations were found. The batch complied with its specifications and was released. Each catheter is flow and leak tested during production. The tensile force and dimensions of catheter and set components are randomly checked. Incoming goods inspections and two 100% visual tests after packaging are conducted with no exceptions found. No further complaints regarding a leaking catheter caused by the needle on product code 1261.203a (4g07126104) have been received worldwide within the last three years. Corrective action: based on the investigation, the leakage could not be confirmed, and the complaint regarding the tiny splinter of the introducer stuck in the PICC line does not indicate a manufacturing fault. Therefore, no further corrective action was initiated by quality management as there are no indications of a manufacturing fault.

Manufacturer narrative:
The malfunctioning device will be returned for evaluation as part of the complaint investigation. Upon receipt, it will be investigated. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.

Event description:
28g premicath PICC placed to 13 cm. Flushed, no leaking. Pulled introducer out, snapped and peeled off. Flushed again and the catheter was leaking between 18-19 cm. PICC removed and noted a tiny splinter of the introducer stuck in the PICC line. Used the introducer that is in the packaging for the 28g kit.